Event description:
Event: conversion. Event narrative: the patient's anatomy was reported to be narrow and tortuous. Difficulties were encountered in unjacketing the device. The jacket partially retracted and broke near the lock knob. The physician did not feel comfortable pulling the device due to the patient's tortuous anatomy. The patient was converted to an open procedure. The patient is in stable condition.